Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a cut on charged coupled device (ccd) cable, image noise occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had image noise occurs, and the control unit and light guide (lg) connector are dirty. There were no reports of patient involvement.